Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator was noted to be completely out of the pocket. The device was explanted and replaced on (B)(6) 2019. There was no patient discomfort, and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.